Event description:
A consumer reported he sees halos, starbursts and glare following intraocular lens (iol) implant surgery. He stated a yag was performed following the procedure which did not improve his symptoms. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).